Event description:
It was reported that the patient had difficulty keeping the ipg charged despite multiple charging sessions. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2023.